Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Reportedly, the l5 lead migrated its way to the skin. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the lead was explanted. X-ray was taken after. Patient was reprogrammed post operatively but still hasn't received enough effective stimulation.

Event description:
Follow up revealed that the patient was reprogrammed and the issue was resolved post operatively.